Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The DHR (device history review) for the precision strips was reviewed and the DHR showed the strips passed all tests prior to release. Retain testing was performed and all units performed within specification. A tripped trend review was completed for the reported complaint and fs libre reader, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s father reported that customer¿s adc freestyle libre built-in meter produced a reading that was believed to have been erroneously low. He further reported that on (B)(6)2019 customer received a meter result of 20 mg/dl, which was lower than he felt. At the time when the reading was received the (B)(6) was asymptomatic. Caller provided the customer with a spoon of sugar and then performed another test, with a result of 415 mg/dl. Caller injected the customer with an unspecified amount of insulin. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The meter serial number is unknown; hence the date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s father reported that customer¿s adc freestyle libre built-in meter produced a reading that was believed to have been erroneously low. He further reported that on (B)(6) 2019 customer received a meter result of 20 mg/dl, which was lower than he felt. At the time when the reading was received the child was asymptomatic. Caller provided the customer with a spoon of sugar and then performed another test, with a result of 415 mg/dl. Caller injected the customer with an unspecified amount of insulin. No additional treatment was reported. There was no report of death or permanent injury associated with this event.